Event description:
Surgical procedure: lar, removal of tumor. According to the reporter: circular stapler used in the procedure just cut the tissue, but did not create anastomosis. There were no clips in the stapler, or they were stuck inside the stapler (but were not visible after examination). It was not technically possible to make anastomosis by suing another stapler, because the distal rectal stump was too short after cutting the tissue away. They had to make terminal sigmoidostomy. Unanticipated tissue loss - yes. The cut was cca 10 cm longer than expected. The surgery was prolonged by more than 30 minutes.

Manufacturer narrative:
(B)(4).